Manufacturer narrative:
Fields d1-d4, g1, and g5 were updated. D4 unique identifier (UDI): (B)(4) the integra 400 plus serial number was (B)(6) a field service engineer was dispatched and performed various checks on the instrument. The provided instrument message log contained multiple filling volume / no fluid alarms. These alarms are indicators of overfilled tubes or incorrect tube configuration. The investigation determined the malfunction is consistent with a contaminated reagent cassette. The cause of the contamination could not be determined.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Country code is (B)(6). The samples arrived at the laboratory already centrifuged. The previous calibration and qc tests had acceptable results. A calibration was run on (B)(6) 2021, with a new cassette, and had acceptable results. A general reagent issue can be excluded. The investigation is ongoing.

Event description:
The initial reporter complained of questionable ldl_c ldl-cholesterol plus 3nd generation results for 3 patient samples on a cobas integra 400 plus analyzer. Patient 1: the initial result was 250 mg/dl and the repeat results on (B)(6) 2021 were 117 mg/dl and 113 mg/dl. The result of 250 mg/dl was reported to the patient. Patient 2: the initial result was 131 mg/dl and the repeat results on (B)(6) 2021 were 85.7 mg/dl and 86.8 mg/dl. The result of 86.8 mg/dl was obtained after a new calibration was done. It was unknown if the results were reported outside the laboratory. Patient 3: the initial result was 268 mg/dl and the repeat results on (B)(6) 2021 were 174.8 mg/dl and 176.3 mg/dl. The result of 176.3 mg/dl was obtained after a new calibration was done. It was unknown if the results were reported outside the laboratory. The reagent lot number was 46178301 and the expiration date was (B)(6) 2021.